Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had stopped. Started beeping first, said "error" and mention something about shots and also had an post-reset ram crc alarm. The customer¿s blood glucose level was unknown troubleshoot was performed for post-reset ram crc alarm and the customer was assisted in clearing alarms the customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed dat test at 0.08685 inches. No post-reset ram crc alarm or under delivery anomalies noted. The motor was tested outside of device and passed. The motor was tested outside of device and passed. (B)(4).